Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2015 and this MDR is being mailed on (B)(6)2015. All functions of the CT table are operating correctly and are within specification. The CT system operator's manual cautions the user to always fix and observe the patient during system movements to avoid injury. Considering this, no correction is initiated. Customer address: (B)(6).

Event description:
The customer notified siemens on (B)(6) 2015 that during a patient exam on (B)(6) 2015 the patient's finger became caught in between the table top and the armrest during table top movement toward the backside of the CT machine. The patient's finger was cut and required stitches. There is no further information in regard to the patient's status. This reported event occurred in (B)(6).